Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed), and confirmed the device was not producing sound. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided a replacement speaker to resolve the issue. If additional information is received the complaint file will be reopened. Reporting address state: (B)(6), reporting institution phone #: (B)(6), reporter phone #: (B)(6).

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the intellivue x3 device indicating that the device was showing an "alarm malfunction" message, and the device was not producing sound. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.